Event description:
It was reported that the implantable cardioverter defibrillator (ICD) encountered electromagnetic interference during a surgical procedure and it presented as noise/oversensing on the atrial and ventricular channels. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.